Manufacturer narrative:
On 2019-05-07, the primary rfr and rd was found to be incorrect. Rd should be "not reportable". If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during demonstration, the nurse set the device for performing test and connected reload to adapter, and pushed the each button, however could not open ,close or articulate the jaws at all. The nurse did not remember the status of each indicator. Replaced by another adapter, the device reacted normally. No patient injury.